Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6); 5568 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due t-wave oversensing (twos) on the right ventricular lead. The physician suspected that recent cardiac surgery resulted in change of cardiac substrate reducing r- wave amplitude and allowing oversensing of t-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. The analyst commented, lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.